Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had up and down buttons that were unresponsive. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.